Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. There is debris on the insertion device, but no damage. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found the storage conditions and material requirements specified for the implant material. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an unspecified procedure, a healicoil knotless anchor was used as a legal row anchor, and on the insertion into the bone the anchor sheared. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Correction in b5.

Event description:
It was reported that, during an unspecified procedure, a healicoil knotless anchor was used as a lateral row anchor, and on the insertion into the bone the anchor sheared. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.